Manufacturer narrative:
D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation with a qdot micro¿ catheter and the patient experienced pericardial effusion that required pericardiocentesis. First it was reported that a catheter force sensor error 106 displayed on the carto 3 system. The medical team tried to "reinitialize the dongle" without resolution. The ablation cable was replaced without resolution. That qdot catheter was replaced with another one and the issue resolved. The procedure continued to the ablation part. The physician was doing a routine check on ice (intracardiac echo) and a pericardial effusion was observed. There was no big drop in blood pressure, the patient was stable. The medical intervention provided was a pericardiocentesis to remove the fluid. The patient's last know status was stable. Patient improved but required extended hospitalization (ICU for monitoring). The physician's opinion on the cause of the adverse event was possibly due to ablation or condition of patient. No evidence of steam pop.

Manufacturer narrative:
On 29-oct-2024, bwi received additional information regarding the event. The first qdot with the force issue did not perform ablation. The issue with the force sensor was discovered before ablation as performed. The catheter was replaced and force sensor error cleared before the ablation portion of the case. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).